Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited site and checked system and no anomalies were confirmed. After reviewing the log, fse found probably the mains power disappeared from the system. Fse advised the customer to have electricians check the emergency stop buttons and run or stop controls on the electrical panel. No failure was identified. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product. External power failures or outages may occur that can cause the azurion system to not boot up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.